Manufacturer narrative:
Date sent to the FDA: 5/26/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and abdominal hernia repair surgery on (B)(6) 2018 during which the surgeon noted after lysis of adhesions, she encountered the old mesh, which she then dissected from the cord structures and noted that the mesh had eroded into the vas deferens. The previously placed mesh was divided and removed from the abdominal cavity. It was reported that the patient experienced severe pain, numbness, tingling sensation, impaired sexual relations, adhesions, eroded mesh, stress and anxiety. No additional information is provided.